Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with pain in the buttocks area, it was reported that the implant was placed incorrectly in the patient anatomy and the device was significantly larger than the last implant placed, the physician reported that he must have perforated proximally which explained the significant increase in cylinder size and also the pain. The ipp was removed, sutured up the corpora, used a tissue graft, and implanted a new device. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.